Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-04317 and 2134265-2016-04369. It was reported that the patient died. The target lesion was located in the calcified left anterior descending (lad) artery. After rotablation with a 1.75 peripheral rotalink® plus and pre-dilatation with a 3.0x15 nc quantum apex balloon catheter were performed, a 3.00 x 20 synergy ii drug-eluting stent was implanted to treat the lesion. However, post implantation, a perforation was noted. Subsequently, a 4.0x19 non-bsc stent was implanted to cover the perforation. The patient developed complications and eventually expired.